Event description:
Patient has been dialyzing on this dialyzer for past year. On saturday, july 25th, patient had to be dialyzed on a dry pack this model, but usually uses wet packs). Dialyzer, this model, rinsed and dialysis treatment was initiated. Within moments, patient had chest pain and shortness of breath. She became dysopreic and cyanotic. Dialysis treatmetn stopped. 0/2 administered - patient gradually improved. Dialysis treatment not restarted. Patient sent home. On tuesday, july 28th dialysis treatment started on same device. Same results - same treatment. Patient seen by doctor benadryl given 02 therapy continued and treatment restarted using drypack. With a different dialyzer. Patient completed treatment w/o further difficultydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, device permanently removed from service. Invalid data - on device destroyed/disposed of status.